Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant products - comprehensive reverse humeral tray with locking ring catalog #: 115370 lot #: 109020. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-02515).

Event description:
It is reported that during shoulder arthroplasty, after the humeral bearing was impacted onto the humeral tray, the locking mechanism of the humeral tray did not move back freely after the bearing was fully seated. Additionally, the humeral bearing was difficult to seat and became compromised from heavy impacting. The surgery was delayed ten minutes and the surgeon opened new implants to complete the procedure. No adverse events have been reported as a result of the malfunction.